Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received analyzer alarms and questionable ion selective electrode (ise) results for five patient samples. Of the data provided for two patient samples, only the potassium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 4.7 mmol/l and was reported. The sample was repeated on another cobas 6000 analyzer and the result was 3.8 mmol/l. The repeat result was believed to be correct. The patient was not treated based on the erroneous result. The potassium electrode lot number was d13 with an expiration date of 03/31/2014. The field service representative determined there was an issue with the reference electrode and replaced it. He verified the analyzer operation by performing an ise check with results within specification. The customer ran calibration and qc with results within specifications.